Event description:
It was reported that the cs300 had alerting error code issue. Upon inspection unit was unable to complete an autofill and displaying system failure when attempting to agumentate. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code , medical device ¿ problem code), h11 , b5 the fse reported that the unit was unable to complete an autofill and displayed a system failure alarm with error codes 45 and 57. The issue was resolved by replacing the safety disk . The device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) was alerting with error code 57. No patients were involved.